Event description:
Patient was here for a scheduled cardioversion. When the shock button was pushed the anterior defibrillator pad sparked. The patient received a minor burn. He denied pain to staff, burn required no treatment, and patient was discharged home a few hours later. Zoll machine went to biomed who found no issues with the machine and returned it to service. Picture of pad package was taken but actual pads were discarded at the time of the event.